Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to recharge their ipg. A replacement charger was used and the issue persisted. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was repositioned. It was noted that the ipg was previously implanted too deep. Reportedly, the issue was resolved post op.